Manufacturer narrative:
Device evaluation: returned device was received in good physical condition. No evidence of reported problem in event log was found. During the evaluation of the device it was not possible to duplicate the customer's reported problem. Inspected the pump and performed beeper test, it was found to be normal. The customer reported condition was not confirmed. No fault found. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information was received indicating that the alarm volume of a smiths medical cadd solis vip pump was not working correctly. There was no reported adverse event.